Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic for a device follow up with fatigue symptoms. It was noted that the implantable cardioverter defibrillator exhibited backup vvi operation. A device restoration was performed successfully. The issue was resolved. The patient was in stable condition.